Event description:
A customer contacted baxter to report that the titanium adapter could not be connected to the patient connector completely. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set was received with cap on spike and no cap on patient connector in reference to difficult to connect. The set was functionally hand tightened to a (japanese) lab titanium adapter with no difficulty. The set was then tested underwater at 8 psi with no leak noted. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush. However, per engineering, while there was a somewhat larger gap between the catheter adapter shoulder and the edge of the transfer set connector, this is not a specified product dimension. The returned sample did not show any leakage and readily connected to a catheter adapter during analysis. The seal of the connection between transfer set and catheter adapter does not occur between the shoulder and the external end of the transfer set, so a gap in this dimension does not imply any problem with the connection. In this case the sample evaluations did not find any evidence of any product issue except the visual gap observation. The reported issue was not confirmed and the cause was not identified.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.